Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. On (B)(6) 2015 the patient was diagnosed with a type 3b endoleak. The physician relined the existing main body with an addition bifurcated stent to seal the leak. Upon follow up, computed tomography (CT) showed a potential type 1a endoleak with sac growth. Angiogram confirmed the type 1a endoleak and the physician implanted a suprarenal aortic extension to resolve the leak. The patient is stable.